Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient was not breathing during dwell 2 of 5. The patient was connected to the homechoice claria device at the time of the event. The fill volume was 1950 ml. The caregiver reported the "indwelling liquid needed to be drawn out" and "there were insufficient drainage and less ultrafiltration in dialysis in the first few days". The caregiver was assisted to perform a manual drain. Indwelling was displayed on the device when the drainage stopped. The caregiver was instructed to skip this phase and continue drainage. The ultrafiltration "was about 100ml, and the drainage flow will not increase." The same day, the patient passed away. The cause of death was not reported. No additional information is available.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. The event history log review showed that no therapy data was available for the reported occurrence date. The reported condition was not verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Based on additional information received that the event history log review showed that no therapy data was available for the reported occurrence date, the homechoice claria was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.